Event description:
The customer reported out of range normal control solution test results with test strips. On 3/31/97, the customer opened the first bottle from a box of fifty and performed a normal control solution test. The result was 163 mg/dl versus a normal control solution range of 105-157 mg/dl. The customer called the co customer support line and, with the rep, performed a normal control solution test. The result was 160 mg/dl. The control solution, lot # va306, exp 7/98, was opened today and was shaken vigorously before the sample was applied. A check strip test was performed with the rep. The result was 81 versus a check strip range of 70-93. The desiccant is in the open bottle. The customer stores the test strips in the bedroom.